Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm with out low battery alert. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. Customer states the battery cap was not loose, cracked or damaged. Customer reported that this was the second occurrence of replace battery alert or replace battery without a low battery warning. The insulin pump will not be returned for analysis.